Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The introducer sheath was ovalized in multiple locations. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed the ruby coil sr wire was fractured and the embolization coil was detached. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach from the pusher assembly. A demonstration ruby coil was advanced through the returned lantern without issue or resistance. The root cause of the initial resistance experienced during the procedure could not be determined. The kinks and ovalizations observed on the pusher assembly and introducer sheath were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using lantern delivery microcatheters (lanterns) and ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils in target vessel using the lantern. While attempting to advance a new ruby coil through the lantern, the ruby coil stopped approximately 1.5cm from the distal marker; therefore, it was re-sheathed and removed. The physician then manually flushed the lantern and attempted to redeploy the ruby coil; however, the ruby coil stopped at the same position and would not exit the lantern. Therefore, the hospital technologist decided to re-sheath the ruby coil; however, resistance was encountered and the technologist was suggested to remove the lantern and the ruby coil altogether. Once the lantern was removed, the technologist pulled the ruby coil pusher assembly and noticed that the ruby coil had detached inside the lantern. Therefore, the lantern was set aside and the procedure was completed using a new lantern and nine additional ruby coils. There was no report of an adverse effect to the patient.